Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained yet. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that thrombosis occurred. It was reported that a versacross connect laac access solution was selected for use. The patient had been taking eliquis pre-procedure. A left atrial appendage closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Groin access was obtained, and heparin was given. The first activated clotting time (act) result was therapeutic. A watchman double curve access system (was) was inserted with the versacross kit during transseptal puncture (tsp), a mobile thrombus was noted on the fossa ovalis / septum going through a patent foramen ovale (pfo) and it showed on both the left atrium and right atrium. A 27mm watchman flx pro closure device was implanted. The procedure was concluded, and the patient was discharged. No further information was provided. The device is not expected to be returned for analysis.

Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information. Correction to the initial MDR in block(s) date of birth, age at time of event, unit of measure - age (a2), sex (a3a), gender (a3b), in section a - patient information and init rptr also sent rep to FDA (e4), in section e - initial reporter.

Event description:
It was reported that thrombosis occurred. It was reported that a versacross connect laac access solution was selected for use. The patient had been taking eliquis pre-procedure. A left atrial appendage closure procedure was being performed using transesophageal echocardiogram (tee) imaging. Groin access was obtained, and heparin was given. The first activated clotting time (act) result was therapeutic. A watchman double curve access system (was) was inserted with the versacross kit during transseptal puncture (tsp), a mobile thrombus was noted on the fossa ovalis / septum going through a patent foramen ovale (pfo) and it showed on both the left atrium and right atrium. A 27mm watchman flx pro closure device was implanted. The procedure was concluded, and the patient was discharged. The device is not expected to be returned for analysis. It was further reported that half dose of heparin was given before transseptal access. A thrombus formed on the right side when we were going transseptal.